Event description:
It was reported that during insertion, the intra-aortic balloon (iab) would not pass through the sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: rn, msn-ed. Manager cardiac cath lab / cardiology / additional reporter: (B)(6) interventional cardiologist & logan causey manager supply chain/ the product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was found on the catheter tubing. The sheath was not returned for evaluation. A kink was found on the catheter tubing approximately 76.2cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The one-way valve was vacuum tested, and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).